Manufacturer narrative:
The insulin pump was received with pump error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. No pump error noted during testing. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump had pump error and not able to rewind the insulin pump. Customer's blood glucose value was 160 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.